Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose a few weeks prior. The customer's blood glucose declined to 12 mg/dl. The customer reported a glucagon shot was administered by their wife. It was also found the customer was a brittle diabetic. The customer was not admitted to the hospital as a result of the low event. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.